Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 468 mg/dl and current blood glucose was 285 mg/dl. Customer treated high blood glucose manually. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and was passed, pump gave no delivery alarm. Customer was able to flush air bubbles out of tubing and reservoir. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.